Manufacturer narrative:
Due to character limit in e1, event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the insertion of linear 40 cc catheter excessive resistance was encountered, preventing advancement to the intended position. No harm reported.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacturing date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 the product was returned with the membrane loosely folded and blood was observed on the exterior of the iab and traces inside of the inner lumen. The sheath was not returned for evaluation. One kink was observed on the catheter tubing approximately 76.7cm from the iab tip. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and successfully passed through the inner lumen and no restriction was felt. An underwater leak test of the balloon, catheter, y-fitting and the extracorporeal tubing was performed, and no leaks were detected. The catheter tubing outer dimensions were measured and they met the specification for a linear 7.5fr device. The reported failure of ¿difficult. Unable to insert iab¿ is unable to be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h10.